Event description:
A medtronic representative reported that the initial registration was accurate, but as time went on, there was difficulty maintaining green status, and would lose accuracy. The surgeon continued use of the medtronic system by checking accuracy periodically throughout the surgery. There was no impact on the patient outcome.

Manufacturer narrative:
The returned product met specifications. The reported issue was not able to be duplicated by medtronic personnel. The camera was fully functional and showed no anomalies. The camera was replaced at the site and all probes were tested to confirm accuracy. The system was fully functional and the system checkout showed no anomalies. The replacement camera resolved the issue.